Event description:
While attempting to insert the cortrak feeding tube using ultrasound guidance, rn observed that tip of tube was drifting toward right on ultrasound screen. The tube was not advanced. It was removed. This was the third attempt and could not pass the tube through the esophagus. The patient was coughing as he had pneumonia. Patient's oxygen saturation began to drop. Insertion aborted. X-ray results showed pneumothorax. The patient expired 2 days later.